Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) displayed an elevated shocking lead impedance. It was further reported that the shocking lead was not manufactured by guidant.